Event description:
Doctor reported peri-implantitis with pain and discomfort and inflammation at the tooth site 12. Non-integration.

Event description:
Doctor reported peri-implantitis with pain and discomfort and inflammation at the tooth site 12. Non-integration.